Event description:
The customer reported that a fluid leak was present on a coulter hmx hematology analyzer at pinch valve forty three (pv43) and ff 22. No critical components were affected by the leak. The leak was not contained within the instrument, and was cleaned up by a health care worker. The volume of the leaked fluids was three to four cubic centimeters. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a lab coat, glasses and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility and the material safety data sheet was available for review.

Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2012 for this event. The field service engineer replaced torn tubing at pinch valve forty three (pv43), thereby resolving the issue. Upon completion of the necessary repairs, the instrument was returned back into operation. The failure mode for this event was torn tubing at pv43. (B)(4).